Event description:
Stem loosening.

Manufacturer narrative:
Document review: quadra h femoral stem size 2 std - ref 01.12.022 / lot 082264 (52 stems produced): all parameters were found to be conforming to specs valid at the time of mfg. The washing cycle for metal components was run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. Around 30 stems belonging to this lot have been already implanted and no incidents have been reported up to now. On the basis of the info collected, no conclusion can be drawn. The root cause of the event is unk. Stem loosening is a known complication of total hip arthroplasty. There is no evidence that the event is device related.